Manufacturer narrative:
The reported complaint of a suspected catheter leak was confirmed during the functional testing of the returned icy catheter. During the lumen crosstalk test, a water emission/leak was observed from the proximal luer port. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. All infusion ports and lumens were flushed without resistance during functional testing of the returned catheter. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and one similar complaint was reported for an icy catheter with lot number #195762. (B)(4) was reported on 29 april 2024 for a catheter leak, and the investigation result revealed a water emission/leak was observed from the proximal luer port during the lumen crosstalk test.

Event description:
The icy catheter (lot #195762) was smoothly inserted into the patient's femoral vein for ivtm therapy. Shortly after initiating the therapy, the thermogard system generated an "air trap" alarm. Upon inspection, the customer noticed that the saline solution in the 500-ml saline bag was almost empty. No fluid traces were observed around the start-up kit (suk), so the customer suspected a catheter leak. The catheter and saline bag were replaced to continue the treatment with the same thermogard system. No patient injury was reported.